Manufacturer narrative:
Qn#(B)(4). The device history review for visistat 35w 6/box lot# 73g2200344 investigation did not show issues related to the complaint. The device investigation is pending and the result will be reported in a follow-up report.

Event description:
Reported issue: the staples used do not properly close on the wounds.

Event description:
Reported issue: the staples used do not properly close on the wounds.

Manufacturer narrative:
(B)(4). The customer returned two representative samples of 528235 visistat 35w 6/box for investigation. Visual examination of the returned samples revealed that they were returned sealed in their original packaging. The packaging tray on one of the staplers was damaged near the distal end of the stapler. A CAPA was opened by the manufacturing site to further investigate this issue. The customer was contacted and confirmed that they did not report the complaint event due to damaged packaging. Aside from the damaged packaging on the first representative sample, both staplers appeared to be typical. The staples were properly aligned. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple fired properly. Fifteen staples were inserted into a simulated skin pad. Several of these staples did not form properly. The stapler was disasse mbled. The saddle spring was observed to be slightly out of position and die casting anomalies was observed on the forming tool. No other defects or anomalies were observed with the device. The source of the misfiring issue could not be conclusively determined. An nc was opened by the manufacturing site to further investigate misfiring and jamming in visistat staplers. The forming tool component is under investigation as part of nc. The forming tool is under investigation as part of nc. The device history review for the product visistat 35w 6/box lot# 73g2200344 investigation did not show issues related to the complaint. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. It could not be determined what caused the staples to form incorrectly. The reported complaint of misfire/jam-staples not forming/closing was confirmed based upon the two representative samples received. Upon functional inspection, several staples from each stapler formed incorrectly. The stapler was disassembled. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. It could not be conclusively determined what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.